Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having a low blood glucose episode. The paramedics were called and treated her at the scene. The caller stated that she did not receive any alarms regarding her low glucose level, and she experienced an adverse reaction due to this issue. She also stated that the sensor did not alert her that the glucose level was dropping. No further information was provided.